Manufacturer narrative:
Complaint confirmed, the distal end of the device was found to have symmetrical damage with each teeth bent outward. The damage was found to most likely be caused by using a power drill instead of the manual handle shown in the surgical technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the cannulated coring reamer, ar-8901cr, trephine was loaded onto a drill. The surgeon then began to ream. When he contacted the bone the reamer ¿blew out. Reforming the reamer to resemble a mushroom. Mushroom meaning ¿blowing out¿. No further information provided. Further information requested. Additional information provided on 4/16/2019: the procedure performed was a calcaneus osteomyelitis. The case was completed by aborting the specific procedure, harvesting bone dowel from calcaneus.